Manufacturer narrative:
Concomitant medical products: 1388t lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for syncope. The right ventricular (rv) lead was found to have high pacing thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.